Event description:
It was reported that a large volume intermates drained fluid out into the housing. The reported malfunction was identified before use. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. The samples were visually inspected and functionally tested. The customer reported condition was not confirmed; a root cause was not identified.